Manufacturer narrative:
(B)(4). The reported complaint was not confirmed. The field service representative (fsr) checked operation of the cooler heater unit in all modes and no "low flow" issues were observed. The unit operated to manufacturer specifications and was returned to clinical use. The customer will advise if issue returns. No parts to be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the cooler heater unit seemed to be warming slower than normal and the flow seemed to be low yesterday, but today it seemed ok. There were no alarms associated to this incident. The device was not changed out, as the unit was working but they think there might be a flow problem. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: according to the perfusionist (ccp), during cpb, the user noticed that the cooler heater seemed to be warming slower than normal and the flow seemed to be low. There were no alarms associated to this incident. There was no impact to the patient as a result. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.